Event description:
It was reported that during an unspecified surgical procedure it was discovered that the "insulation was torn and wires are damaged" on the foot control device. A spare identical device was available for use. There were no delays to the planned surgical procedure. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device.  The device was tested and the reported condition was duplicated and confirmed.  The assignable root cause was determined to be mishandling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.